Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - hlx3000. As per information received from the customer, the handle from the surgical light was found damaged with parts lying around inside the lamp body. The problem was discovered by the hospital staff preoperatively. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - hlx3000. As per information received from the customer, the handle from the surgical light was found damaged with parts lying around inside the lamp body. The problem was discovered by the hospital staff preoperatively. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Defective part handle pillar ergofocushl2003-2005 (B)(6) was replaced and device returned to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. As stated by subject matter expert at the manufacturing site, this incident is probably due to repeated excessive torques (> 100 n), or to mechanical shocks. We remind users that the light head must be gently manipulated. We also recommend checking if the cleaning products and processes for this operating room are conform to maquet recommendations. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).